Event description:
It was reported that the patient experienced an urgent low sensor alert (urgent low soon) with a reported low value of 42 while changing a sensor and waking to low readings; a confirmatory fingerstick at the end of the call was 108, and the patient took oral glucose. Symptoms included no reported clinical symptoms. Outcomes included troubleshooting and education completed with plans to follow up after sensor warm-up. Investigation included technical troubleshooting and patient education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no confirmed device malfunction identified at the time of the call. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.